Event description:
A nurse reported that during cataract surgery, the system displayed a message related to the footswitch. The pt sustained a posterior capsule tear. When the vitrectomy handpiece was set up, the handpiece did not work. The vitrectomy and the implantation of an intraocular lens were aborted. Add'l info regarding the pt's condition has been requested, but the customer declined to provide any further info.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported events. The company rep replaced the touch screen, footswitch, vitrector handpiece, power distribution printed circuit board (pcb), phaco controller pcb, fluidics module, fluidics controller pcb, host pcb, and power supply. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).